Manufacturer narrative:
The insulin pump alarmed during the prime test due to a faulty force sensor resistor. The functional testing could not be completed due to this anomaly. No unexpected low battery or off no power alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner and cracked reservoir tube lip.

Event description:
The customer reported via telephone call that the insulin pump alarmed during the prime. The blood glucose reading was 168 mg/dl. The insulin pump had not been dropped or bumped and the drive support cap appeared normal. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.